Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens unit. In addition, we confirmed that the ccd/us probe unit broken, the plug to cable attaching base broken, the lcb distal cover glass broken, the suction channel buckled, the lg prong corroded, the ccd module objective lens cracked, the insertion flexible tube (ift) crushed, the root brace rubber cut, the us connector cable worn out, the lg prong top worn out, and the ccd/us probe unit failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.